Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the device was inoperable, and the patient lost stimulation. Furthermore, the stimulation was randomly turning on and off. Patient stated that this mostly happens when she lies down. A surgical intervention is anticipated in the near future. No additional information is available at this time.